Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an in clinic follow up, the device was unable to be interrogated and there was no magnet response. No pacing was able to be observed from the device. Technical support was contacted and device replacement was recommended. No intervention has been performed at this time. The patient was stable and will continue being monitored.